Event description:
Pt underwent arthroscopic repair of an osteochondral fracture. Guidewire broke during procedure and was not discovered until a f/u 8 days later. Subsequent need for hardware removal with surgery on (B)(6) 2011.